Event description:
It was reported that this device was interrogated prior to being used and was found to be at elective replacement indicator. The device was not implanted. No patient was involved in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.